Event description:
It was reported that during an unk laparoscopic procedure the clip scissored, but did not cut the vessels. The procedure was completed with a similar device. There was no pt consequence.